Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level was 455 mg/dl and other blood glucose level was 525 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose. Customer stated that it could be caused by bolus not being delivered. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.